Manufacturer narrative:
The product evaluation on 11/19/2014 found the transformer housing to be breached. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in, the ac blades were out of position, therefore the voltage was not measured. Resistance across the dc plug was measured as 0.76 ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 56.6 ohms, which is normal and indicates that the thermal fuse did not blow. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported that the prongs on her pump in style power adapter were loose. A product evaluation found the housing to be breached, which is a safety risk.